Event description:
It was reported the pt experiences ineffective stimulation. Multiple reprogramming attempts have been unable to resolve the issue. The pt underwent a procedure for a trial scs system which was successfully able to provide stimulation to the pt's needed areas. The pt is to meet with her physician at a later date to discuss taking add'l surgical intervention regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.